Event description:
It was reported that a foreign material was found on the device. A 300 cm, 8 cm poly tip v-18 control wire was selected for use. However, when the wire was taken out of the hoop, some foreign object was found to be attached to the wire. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that a foreign material was found on the device. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, when the wire was taken out of the hoop, some foreign object was found to be attached to the wire. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the foreign material was found at near the proximal end of the device. It was like a thin membrane. It was not able to determine whether it had attached from the beginning or something inside the tray/hoop attached to the shaft.

Event description:
It was reported that a foreign material was found on the device. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, when the wire was taken out of the hoop, some foreign object was found to be attached to the wire. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the foreign material was found at near the proximal end of the device. It was like a thin membrane. It was not able to determine whether it had attached from the beginning or something inside the tray/hoop attached to the shaft.

Manufacturer narrative:
Device evaluated by MFR.: the device returned partially inserted in a hoop with a section of the distal and proximal ends out of the hoop. The device has the body kinked approximately at 231 cm and 265 cm from the proximal end. The distal tip was kinked. No more damages were found in the device. No foreign matters were found in the device nor the returned hoop. Dimensional inspection shows overall length, outer diameter of distal tip, middle of the device and proximal section were within specification.